Event description:
It was reported that the metal tip on the ar-9215-1-02 glenoid drill guide handle has been compromised. After insertion of the ar-601-tbp4 poly trial with the handle, the metal connection cracked cleanly off into the trial where it is unable to be removed. The rep reported no pieces were lost, and both pieces will be returned. As the trial had already been placed, there was no further need of the base plate trial or an alternative instrument. There was no delay in surgery, a second surgery will not be needed.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the tip of the mating part broke inside the threaded hole. The fragment could not be removed. The laser markings were also found to be discolored and faded. The most likely cause of the tip breaking is prying/leveraging.